Event description:
Pca, patient controlled analgesia, pump found with tubing to keep vein open tip/port open to air. The set up was incorrect. The morphine infusion had been discontinued during the day shift. The next shift noticed that there was not IV, intravenous, solution for patency and the port for the solution was left open to the air without the "red" dead end cover.